Manufacturer narrative:
Sample was collected in a serum tube with a gel separator. The customer thinks that the issue may have been caused by a sample mislabel. The customer believes that they may have sent the wrong patient's sample to the alternate methodology for testing. Qc has been within the customer's established ranges. A routine system check performed on (B)(4) 2011 passed within instrument specifications. Service was not dispatched for this event as the customer is not questioning instrument performance.

Event description:
A customer contacted beckman coulter inc (bci) regarding a testosterone result of 587.3 ng/dl (within the normal reference range) generated by the unicel dxi 800 access immunoassay system for one patient that was discordant to an alternate methodology which gave a result of 1290 ng/dl. Subsequent testing produced a similar higher result of approx 1100 ng/dl (actual result was not provided). No reports of death, injury, or change to patient treatment have been reported in connection with this event.